Event description:
A hosp in a foreign country reported that two rt340 circuits have been found with leaking rt019 filters. No pt issues have been reported.

Manufacturer narrative:
Awaiting return of the complaint devices to fisher & paykel healthcare to complete our investigation.